Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and the rep inquired about and agent reviewed scenarios where the reservoir may lock up. The rep confirmed that the pump from this case was not implanted and would be returned to analysis.

Event description:
Information was received from a company representative (rep) regarding an implantable pump. It was reported that they aspirated 37.5ml of water from a new pump and while doing this some air got in the pump. The caller stated that they aspirated twice from the reservoir to get the air out. The caller stated that they were able to get 30ml of drug in the pump but they are unable to aspirate or fill the pump with anymore drug. They attempted to resolve by switching needles, syringes to different sizes, warming the pump, and attempted with cap kit needle and despite several attempts they were unable to fill or aspirate the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8667-40 pump: destructive analysis identified residue in the fluid path\drug reservoir. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.